Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, groin permanent pain (eva=8). Pain in right thigh during 14 days (patient wasn't able to raise his right leg and drive). Treatment: paracetamol. Status of the event: resolved on (B)(6) 2016 (device still implanted).

Manufacturer narrative:
This follow-up MDR is created to document the additional event information reported.

Event description:
Additional information indicated: there is a new complication reported to cra during her monitoring visit. Patient experienced an insensible incontinence after altis surgery. During 1st postoperative visit ((B)(6) 2016), this event was in regression. In 1-year visit ((B)(6) 2017), bud was normal, but this event was still ongoing. The investigator hasn't seen the patient since (B)(6) 2017, so we don't have information involving the resolution. The investigator doesn't know if this event is related to procedure or related to altis sling. No treatment for insensible incontinence